Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 40 mg/dl. The customer required emergency assistance from a caretaker to address the low bg. The customer was given cake icing and tea. The contact reported that cause of the low bg was due to the customer not accurately counting carbohydrates. The customer is a brittle diabetic with numerous health issues and does not communicate to a healthcare provider openly as to how the bg levels are being effected by the pump.